Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device was not explanted, no further investigation could be performed. A potent combination of aldehydes and alcohol solutions are used to chemically sterilize all tissue valve products at lnc. The chemical sterilization process is continually validated to deliver a sterility assurance of level (sal) of 10-6. Validation is in compliance with the international standard iso14160:2011. A worst-case chemical sterilization process is validated by utilizing lower-strength sterilant, shorter sterilization times, and inoculation with a high number (106 cfu) of spore-forming bacteria (e.g. Bacillus atrophaeus). Vegetative bacteria, such as enterococcus, are more susceptible to chemical sterilization than the bacterial spores used to validate the process. Trained operators wearing cleanroom appropriate attire chemically sterilize the valves in environments that are separated from an iso class 8 cleanroom to maintain asepsis. Mitroflow and crown valves are chemically sterilized within a vaporous hydrogen peroxide (vhp) decontaminated isolator. Perceval and solo valves are chemically sterilized within a steam sterilized circuit with filter sterilized solutions. All products are sterilized for a longer time than what was successfully validated to ensure a delivery of a minimum sal of 10-6. All products are packaged aseptically in vhp decontaminated isolators using steam sterilized jars and closures. The filter-sterilized packaging solutions used are either biocidal (for mitroflow/crown) or biostatic (for perceval/solo). After each packaging event, the asepsis of the isolator is monitored with surface microbial plates. All plates must have no growth for the aseptic packaging to be verified. Sterility release of product includes review of the critical parameters. These include: sterility testing, bacterial endotoxin testing, isolator environmental monitoring, sterilization temperature and duration, sterilant composition analysis, and filter integrity testing. The specification for each of the parameters must be met before product can be released. Based on the results of the document review performed, and the robustness of the sterilization process described above - specifically in relation to vegetative bacteria such as enterococcus - it is not feasible that the e. Faecalis identified in the patient's blood culture originated from the implanted perceval valve, and the event is therefore considered to be not device-related. This event was reported to the manufacturer via the sure-avr patient registry.

Event description:
A perceval size23 was implanted on (B)(6) 2016 via median sternotomy. Post-dilatation ballooning was done. On (B)(6) 2017, the patient exhibited a recurrent endocarditis due to e. Feacalis. The valve was not explanted. The patient was discharged and was recently followed up in clinic. No overt cardiac decompensation was observed.

Manufacturer narrative:
This event was notified to the manufacturer through the sure avr clinical registry. The manufacturer requested the internal clinical review of this event which assessed as device related. Please note that this event occurred in the (B)(6) and the device is manufactured at our sister site - sorin group (B)(4). It therefore does not have a UDI# as percival sutureless aortic heart valves manufactured at our sister site are not sold in USA. Device not returned to manufacturer.

Event description:
The event was notified to the manufacturer through the sure avr registry: a percival size 23mm was implanted on (B)(6) 2016 via median sternotomy. Post-dilatation ballooning was done. On (B)(6) 2017, the patient exhibited a recurrent endocarditis due to e. Faecalis.